Manufacturer narrative:
(B)(4). Per the user facility, the roller pump was being used in the cardioplegia (cpg) position. During the procedure the roller pump was making a loud noise when the cpg was not running. The display went blank and when it came back on it was showing the flow in reverse. There was a second occurrence right after the first occurrence. The procedure was finished without using any cpg.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display went blank. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the complaint. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the display on the roller pump to function as intended.

Manufacturer narrative:
The reported complaint was confirmed. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2018: 06:57:08 system is powered on. 06:57:11 system pump direction is set to ccw. 07:00:07 perfusion screen is opened. 07:00:13 system pump direction is set to ccw. 07:46:20 perfusion screen is exited. 07:46:36 ccm is shut down. 07:48:17 system is powered on. 07:48:21 system pump direction is set to ccw. 07:50:51 perfusion screen is opened. 07:50:57 system pump direction is set to ccw. 10:17:01 user set pump direction to cw. 10:18:04 pump was started and stopped (direction will revert to ccw). 10:18:42 user set pump direction to cw. Several start/stops occur witch will revert the pump to ccw. 11:33:51 perfusion screen is exited. 11:37:16 ccm is shut down. There is no indication in the log of the screen going blank. It is possible for the display to go blank without logging anything. It is possible the screen went blank while the pump was set for cw. If the user stopped the pump, the pump direction would revert back to the system direction which is normal behavior.

Event description:
Per clinical review: towards the end of the cardiopulmonary bypass (cpb) procedure on (B)(6) 2018 the roller pump on the heart lung machine (hlm), which was set up in a master/follower configuration, and being used in the follower position made a loud noise and shut off. The screen on the local display was blank and pump was off. The pump automatically came back on, but the flow indication was in reverse flow. Once they pressed the on/off button to engage the follower pump, the reverse flow indicator did change to the correct direction. The occurrence was toward the end of the procedure, therefore only cold blood was needed for myocardial protection and the team only needed to use the master pump for delivery of cold blood to the myocardium. The team did state that because of the unusual sequence of events that they were concerned about the usage of that particular roller pump, but that it was not needed to finish the procedure.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.